Manufacturer narrative:
Device was not returned by user facility.

Event description:
It was reported that during a surgical procedure at the user facility the sonopet tip overheated and melted the plastic irrigation sleeve. The procedure was completed successfully with back-up equipment; however, a delay of 1 hour delay was reported, but did not result in additional anesthesia.